Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 275 units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Customer¿s blood glucose level was 266 mg/dl. The customer reverted to an alternate method in insulin therapy.